Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Transient ischemic attack (tia) is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The device remains implanted in the patient and is thus not available for return to the manufacturer. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history, anticoagulation therapy, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that the patient presented to the emergency room (ER) on (B)(6) 2017 with altered mental status and confusion. The patient was transferred to another facility on (B)(6) 2017. International normalized ratio (inr) was supratherapeutic on admission. Neurology was consulted. No new stroke workup was conducted. Neurology recommended aspirin and that inr be between 2.5 and 3.0. The patient was started on empiric seizure treatment, due to recurrent unexplained spells. The medical team felt the patient had a possible transient ischemic attack (tia). The patient was discharged home on (B)(6) 2017 on keppra (500 mg twice daily), aspirin (325 mg), and coumadin (7.5 mg). The event was reported to have resolved on date of discharge. The primary investigator deemed the event as related to patient condition and unrelated to device or implant procedure. No further information has been provided.